Event description:
Complainant alleged that the paramedics were setting-up the device to monitor a patient (age and gender unknown) when the device displayed a "cannot dump" message. The paramedics were able to obtain another device to monitor the patient. There was no adverse effect on the patient.